Event description:
It was reported that the patient went to the ER (emergency room) and was diagnosed with a skin infection at his infusion site. For treatment, the site was drained, and antibiotics were given. Three due diligence attempts have been made to reach the patient for additional information without success. If new information is provided, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.